Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the 10mm cannulated tapered drill bit (part # 03.037.021/ lot # f-18510) was received at us cq. The distal tip of the drill bit was broken. The break was oblique in nature, there was no fragments returned. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; distal tip was broken. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received 10mm cannulated tapered drill bit. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.037.021, lot # f-18510, manufactured date : sep 08, 2015. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a sawbone was performed with a field equipment set and the tip of a cannulated tapered drill bit was broke. The product was not being used in a procedure, it was a sawbones workshop. The broken tip was noticed during clean up. There is no patient involvement. This is reported 1 of 1 for (B)(4).